Event description:
International affiliate reports, that the two setscrews at the top of the spinal construct (on either side) backed out. This resulted in the dislodgement of a rod from the top section of the construct. Revision surgery was performed to remove and replace the setscrews. As surgical intervention occurred, a medwatch report is being filed to document this event. See medwatch report# 1526439-2008-00107 for the other setscrew involved in this event.

Manufacturer narrative:
Depuy spine has requested return of the setscrew for evaluation. A definitive cause of the event cannot be determined at this time. Care must be taken to ensure that the construct fully tightened and assembled properly. These products are technique dependent and events of this nature can occur. Construct loosening is listed as a possible adverse outcome in the instructions for use (IFU) supplied with the device. At this time, the complaint is considered to be closed. A follow up medwatch report will be filed if the evaluation of the returned device reveals something other than that which is stated above.